Event description:
On (B)(4), 2013 the explanted generator was returned for product analysis. Product analysis is still underway and has not yet been completed.

Event description:
It was initially reported that the patient was experiencing longer seizures and post-ictal period similar to how it was prior to vns. The patient¿s generator was reported to be a eri=yes. Surgery is likely but has not occurred to date. Good faith attempts for additional information have been unsuccessful to date. .

Event description:
Additional information was received that the patient was having an increase in seizures in addition to the change in seizure pattern. The patient was noted to not be at end of service at that time. The patient had a generator replacement. Attempts for product return have been unsuccessful to date.

Event description:
Product analysis of the explanted generator determined that the alleged end of service (eos) condition was a result of the depleted battery. Based on the electrical test results, the device exhibited current consumption rates that are within specification. A battery life estimation resulted in 7.35 years remaining before the eri flag would be set. A cause for the discrepancy in battery life, considering that the current consumption rates are within specification, could not be determined. The pulse generator module performed according to functional specifications. During additional testing high current drain was observed. The high current drain was isolated to a leaky capacitor (c4). These measurements demonstrate an increased current consumption for the device, potentially contributing to a premature end of life condition. Other than the noted anomaly, there were no performance or any other type of adverse conditions found with the pulse generator.

Manufacturer narrative:
The second supplemental MDR correctly reported that the explanted device was returned to the manufacturer; however, this was not indicated.